Event description:
The manufacturer received information alleging visualization of particles to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having a stint put in his artery and kidney failure. The patient also alleged of having difficulty breathing/short of breath. The device was evaluated in a authorised service center. The external abd internal aspect of the device was inspected and there was no particle contamination was observed. Discolouration of in upper enclosure and scratched ui panel observed during the evaluation. The device's downloaded logs were reviewed by the manufacturer. There was no error found.